Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined. And there were no issues found (which would have been related to the reported event(s). The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the "quarters phase" of a cataract extraction procedure the vacuum does not rise. Procedure details have not been provided. Additional information has been requested bit not received.